Event description:
Patient reported right side breast pain. Patient additionally reported "rupture, lump in under pit, looking very weird, saggy, and didn't feel well". The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture lymphadenopathy. Information contained in this report was previously submitted through psr on 10/29/2009.